Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No unexpected low battery alarm anomaly, failed battery test or battery out limit anomaly noted. No time gain anomaly noted. Insulin pump passed the delivery accuracy test. Insulin pump delivered a bolus properly. No under delivery anomaly noted. Motor passed motor test. Insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 310 mg/dl at the time of the incident. The customer's current blood glucose level was 423 mg/dl. The customer was treated by the manual injections. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.